Event description:
It was reported that approximately two weeks post device changeout procedure, the right ventricular lead was noted to have high impedance and triggered an alert. It was noted that during the changeout procedure, the lead exposure was tight and difficult to re-insert the lead into the ICD header. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2014; 4196-88 lead, implanted: (B)(6) 2009. (B)(4).